Manufacturer narrative:
When a 5mm10cm155cm saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to a lesion in the superficial femoral artery and inflated, it ruptured at six atmospheres (6 atm). Therefore, it was replaced with a non-cordis balloon and the procedure was successfully completed. There was no reported patient injury. The lesion was not tortuous and moderately calcified. The rate of stenosis was 90%. A 6f non-cordis sheath introducer was inserted, and a non-cordis guidewire crossed the lesion. Then the saber was delivered for inflation when it ruptured. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested and are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17616459 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (moderate calcification) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). The device was not returned for analysis.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When a 5mm10cm155 saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to a lesion in the superficial femoral artery and inflated, it ruptured at 6 atmospheres. Therefore, it was replaced with a non cordis balloon and the procedure was successfully completed. There was no reported patient injury. The product will not be returned for analysis because it was discarded in the hospital. The lesion was not tortuous and moderately calcified. The rate of stenosis was 90 %. A sheath introducer (6f destination, terumo) was inserted, and a guidewire (chevalier universal 300, fmd) crossed the lesion. Then the saber was delivered for inflation when it ruptured. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested and are unknown.